Event description:
During a laparoscopic hysterectomy procedure, while suturing at the end, the needle point disappeared. The surgeon didn't touch the needle point while suturing. The suturing took place in soft tissue. There was no patient harm. No further information has been made available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).